Event description:
It was reported that 30 days after implantation of a 2.50x8mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in a previously placed stent in the distal left circumflex artery (lcx). A pre-intervention in-stent restenosis of 95% was reported. No information was reported concerning vessel calcification or tortuosity. After balloon dilation, a 2.50x16mm taxus stent was deployed in the distal lcx. Subsequently, new lesions, unresponsive to nitroglycerin in the proximal and ostial lcx, were treated with the two 2.50x8mm taxus stents and post-dilated. Post-intervention results were reported as "excellent". The patient received heparin and nitroglycerin during the procedure. The patient was reported to have tolerated the procedure well without complications. The patient presented 30 days after the initial procedure with a 100% in-stent thrombosis in the proximal lcx artery. After intervention with a 2.50 x15mm maverick balloon, a 3.00x16mm taxus stent was deployed in the thrombotic region. Post-intervention results were reported as "timi grade 3 flow." The patient experienced a persistent st-elevation that was treated with nitroglycerin and nicardipine. The patient was reported to have tolerated the procedure well without complications.